Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. A review of device memory revealed continued varied pacing impedance measurements and inappropriate atrial tachy response (atr) mode switches. All other lead diagnostics were observed to be acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was received that defibrillation threshold (dft) testing was attempted six months later, however, was unsuccessful in inducing ventricular tachycardia (vt) or ventricular fibrillation (vf). Fluoroscopic imaging revealed no lead or connection anomalies and all lead diagnostics were stable and acceptable. The lead will continue to be monitored. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.